Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2002. Legal counsel further reported a revision procedure occurred on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels, tissue and bone destruction, and difficulty walking. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision operative report reveals the presence of pelvic periacetabular bone loss secondary to osteolysis, gray colored synovial fluid, metallosis, eccentric wear within the acetabulum, and black osteolytic tissue. The modular head was removed and replaced. The cup was removed and replaced with a competitor component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03429 and -06436).